Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses featuring c3® delivery system. During the procedure, when the physician removed the transparent nob from the catheter handle of the rlt351418j/14942213, it was noticed that blood leaked from the deployment line access hatch. It was reported that the physician altered his deployment sequence to minimize blood leakage from the access hatch. Blood loss for the patient was reported to have been approximately 50-100 cc¿s. The patient tolerated the procedure and the outcome was successful. The device delivery catheter and handle are being returned to gore for analysis.